Manufacturer narrative:
The insulin pump was received with extensive dog chew marks and damage to the case, keypad, motor, and electronics. The functional tests could not be performed due to the extensive damage.

Event description:
Customer reported that the insulin pump was chewed by her dog. Blood glucose level was in the range of 300 to 400 mg/dl at the time of the call. Customer reported that she was unable to use the insulin pump due to damage to the reservoir compartment. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.